Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas indicating concern of a potential malfunction of the pump because of a recent hospitalization for high blood glucose. This report is made based on the allegation that the patient was hospitalized for hyperglycemia related to a potential pump malfunction.